Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and reviewed the logs. The equipment was found to function within manufacturer's specifications. The unit was returned to service.

Event description:
The hospital reported that, during a case, the screen froze and alarmed for a system malfunction. The clinician reportedly cycled power and resolved the reported complaint. There was no reported patient injury.